Manufacturer narrative:
This report is submitted (B)(6) 2016, by (B)(4).

Event description:
Per the clinic, the patient experienced pain at the implant site and was subsequently treated with antibiotics (type, date and duration not reported). The implanted device remains.